Event description:
Per the clinic, the patient developed bacterial infection at postauricular incision site (specific date not reported). Subsequently, the patient was treated with oral antibiotics for duration of 10 weeks (specific date not reported). The symptoms improved following treatment, and the patient remains implanted.